Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen went black caused delay in dispensing medication to patient. A field service engineer verified and confirmed station worked properly with no issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es , had a station screen was black and unable to retrieve medication. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.